Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent a breast augmentation revision with unknown mentor saline breast implant experienced bilateral cutaneous deformity post operative. The patient mentioned that she had bilateral rippling and that it was due to not having a lot of breast tissue. As a result, patient underwent bilateral replacements as follow: l/ cat#: 3504504bc, sn#: (B)(4), r/ cat#: 3504504bc, sn#: (B)(4) on (B)(6) 2014. This report relates to the right prosthesis.